Event description:
It was reported that the patient had a suspected infection. Chest x-ray showed shadows around the atrial lead and the physician decided to explant the entire system. Visual inspection after extracting the atrial lead where normal ¿ no fibrotic material was seen on the lead. Measurements were all normal before extracting. Insulation damage was also noted under the sleeve of the left ventricular lead. The implantable cardiac defibrillator (ICD) and all leads were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the proximal segment of the lead was returned and analyzed. The outer insulation of the lead was extrinsically melted but not breached. Visual summary analysis of the lead indicated apparent explant damage. The lead was returned with outer insulation cosmetic extrinsic melt. Concomitant: 383059 lead d234trk ICD. (B)(4).